Manufacturer narrative:
A radiograph was received but did not confirm the reported event. There is no plan for revision procedure at this time. No product will be returned for evaluation as it remains in-situ, patient will continue to be monitored. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Still in-situ.

Event description:
On (B)(6) 2013 a patient underwent a self-fixating interbody replacement procedure without reported issues. On (B)(6) 2015 the patient suffered a fall and experienced neck and shoulder pain. Radiograph and CT images showed the 2 screws in the interior endplate of c6 level and superior endplate of c7 level fractured at the proximal threaded portion.